Event description:
It was reported that there was a leak with a small volume folfusor. The leak was observed after filling the device with a 5-fu solution. The location of the leak is unknown. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection on the unit via the naked eye revealed no evidence of leakage. A functional leak test was performed by manually filling the unit with green colored water. After the fill, the device was being monitored until the next day. As a result, there was no evidence of a leak observed on the device. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.